Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction code. Blood glucose was 99 mg/dl and insulin injections were to be used for insulin therapy.